Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawers 2.5 and 4 failed to open. The customer attempted recovery and rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.5 and 4 was failed to open. A field service engineer (fse) identified that the drawer 2.5 was overfilled with medication and resulted a stuck. Fse removed the excess medication and also replaced the latch sensor of the drawer 4 as there were no lights on the sensor. Fse rebooted the system and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.